Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-00972 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure there was a hole in the soft plastic portion of the tubing which caused the guidewire from being passed through. The guidwire poked out of the hole. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed the distal section of the gastrodome was returned. The tubing section measured approximately 55 centimeters in length. The bolster was without issue. No tubing holes were noted in the returned portion of the complaint device. The proximal end of the feeding tube appeared to have been cut. In addition a portion of a delivery system containing a barbed connector with attached remnants of thermoformed and c-flex tubing was returned. The remnant of c-flex tubing on the connector section had been cut. The cut ends of the c-flex tubing were lined up and it was confirmed that the uneven cuts matched. An examination of the barbed connector found it to be partially occluded. The inner diameter of the connector cannula was pin gauged at .024"; specification is 036" to .040". Microscopic examination of the ID of the barbed connector cannula revealed a clear substance to have formed a ring around the inner wall of the cannula. The section was disassembled and it was found to have adhesive on all the threads and pooled at the base of the threaded portion of the connector. The condition of the returned unit was consistent with the complaint incident that the guidewire supplied with the kit would not pass through the device. The adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause is manufacturing. An investigation is ongoing related to this issue. A review of the device history record was performed for lot 14054802 and revealed no issues related to this complaint.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-00972 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure there was a hole in the soft plastic portion of the tubing which caused the guidewire from being passed through. The guidwire poked out of the hole. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.